Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient told them they had their device explanted and then put back in two weeks ago. The call center asked, but the hcp didn't know why the device was removed. No device/therapy allegation was made; there was a potential revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that a revision was performed. The hcp stated the circumstances that led to the revision were that the patient fell after their device was placed. The cause of the revision surgery was reported to be unknown. No further complications were reported.